Event description:
Customer called to report having a bravo capsule that would not attach to the esophagus. Customer also stated that the physician was able to use another capsule and it worked fine. The patient wasn't injured following this procedure.